Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss cannot be established as the product is not available for analysis. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced fluid loss with an ambicor penile prosthesis (app). A surgical procedure was performed in which the existing app was removed and a new inflatable penile prosthesis (ipp) was implanted. The results were good and there were no patient complications.